Event description:
It was reported that vessel occlusion occurred resulting for medication required. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. The device was prepared and introduced down the artery. When the device was turned on, the image appeared very dark, so the physician flushed the catheter multiple times but still the image was difficult to visualize. While flushing, air was injected through the catheter multiple times even though it appeared that the catheter was prepared correctly. After air was injected, the patient's artery went down. The physician had to inject medications in order to get the artery to become opaque again. He performed a right heart catheterization, and it was determined that the patient did not need any further support, but that they had both a right ventricular (rv) and left lenticular (lv) infarction. The procedure was completed successfully without intravascular ultrasound (ivus). The patient eventually became more stable.